Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A device evaluation was performed, and the light-guide (lg) lens was confirmed to be dirty (stained). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, although the lg lens was confirmed to be dirty/stained, the specific foreign material could not be identified. Therefore, the root cause of the reported patient adverse event and the dirty/stained lg lens could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. This supplemental report includes an update to d9 and h3. Additional information has been added to h4. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during a screening colonoscopy using the colonovideoscope, the patient experienced bleeding. The amount of bleeding was stated to be "not a lot." An intestinal perforation was found. The surgeon stopped the case to convert the surgery to an open approach in order to place intestinal sutures. The patient was sent to the recovery room and was hospitalized for one day. No additional interventions were performed after surgery.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.